Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the patient demographic info: age, weight, bmi at the time of index procedure. What instruments were used to grasp the needle? Where was the needle grasped during use? In what length was the trocar incision enlarged? Was the needle broken or intact? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent laparoscopy on (B)(6) 2017 and suture was used. When closing the laparoscopy, the needle pulled off. The needle was lost into the abdominal wall of the female patient. Searching for the needle for 15 minutes and use of a brightness intensifier but the needle was not found. A new research was performed with a camera into the patient¿s belly. The needle was searched in the compresses, in the fields, on the ground, in the suction liquid. After an hour, it was decided to enlarge the trocar incision (mini laparotomy). After 1 hour 30 minutes, decision to close the incision. The intern, by palpating the skin, found the needle in the abdominal wall. Additional information has been requested.